Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's circuit tubing failed to provide the adequate peep (positive end expiratory pressure) value. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device and circuit tubing were not returned to resmed for investigation. An engineering investigation was performed on multiple circuit tubes with the same failure mode. The investigation determined that the fault was due to a faulty valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).